Manufacturer narrative:
H6: previously applied fdc d16 code has been updated to d03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted (with unaided eye) in the construction of the device. The wire harness had no paper tape intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff could not stay inflated. For further analysis, the water test was performed (where the cuff was submerged under the water), and there was no leakage found coming from the cuff. Same as the cuff, the inflation assembly was submerged under the water, and the water bubbling was observed. The leakage was detected at the distal end of the pilot balloon. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied fdm-b21 and fdr-c21 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before an operation after opening the package, the cuff leak was observed with 6mm and 7mm endotracheal tube. There was no patient involvement.